Event description:
It was reported that during a filter placement procedure through left common femoral vein, the device allegedly failed to advance. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2024).

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one femoral denali filter kit was returned for evaluation. Filter was in storage tube, pusher wire was still inserted within the touhy adapter and noted to be detached from the pusher catheter. A mandrel was used to deploy the filter from the storage tube; all limbs are present and uncrossed. Skiving was noted to the storage tube. Based on the findings, the investigation is confirmed for the reported failure to advance and the identified detachment issues. A definitive root cause for the reported failure to advance and identified detachment issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 05/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a filter placement procedure through left common femoral vein, the device allegedly failed to advance. The procedure was completed using another device. There was no reported patient injury.